Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the (B)(6) 2010 and performed to specification up to the (B)(6) 2012. The device failed multiple self-tests due to a low battery between the 23rd december 2012 and the 24th march 2013. A fresh pad-pak was installed on the (B)(6) 2013, the device passed a self-test. The device performed to specification alongside a ten minute power up until (B)(6) 2015. Multiple manual power ups of ten minutes duration were recorded in the device memory between the 4th july 2015 and the final log entry on the 7th february 2016. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.